Manufacturer narrative:
Investigation summary: during manufacturing of material 221283, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The complaint history was reviewed, and no other complaints have been taken on batch 4135030. No retention samples for this batch were available for investigation. No return samples or photos were received for the investigation. This complaint cannot be confirmed. No complaint trends have been identified on this product for this defect. Bd will continue to trend complaints for this defect.

Event description:
It was reported prior to using bd bbl¿ trypticase¿ soy agar (soybean-casein digest agar) plate 100pk that one (1) sleeve of media was missing the product label. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd bbl¿ trypticase¿ soy agar (soybean-casein digest agar) plate 100pk that one (1) sleeve of media was missing the product label. There was no health impact or consequence reported.